Manufacturer narrative:
Device evaluated by MFR: the promus element plus mr, ous, 3.5x28mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent outer diameter measured and there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. As part of analysis the device was loaded on to a 0.014'' guide wire. The guide wire entered the tip and exited the port section of the device without issue and no resistance was felt. The device was then placed inside a 5fr guide catheter with no issues noted. There is no evidence that the device failed to meet specification. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70% - 80% stenosed, 24x3.5mm, concentric and de novo target lesion with significant lesion bend greater than 45 and less than 95 degrees was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 6f 3.5 non-bsc guide catheter was engaged in the rca coaxially. A non-bsc guidewire was then advanced and predilation was performed with a non-bsc balloon catheter, leaving 40% residual stenosis in the lesion. A 3.50x28mm promus element plus drug-eluting stent was advanced however the device failed to track. When the device was removed, it was noted that the distal portion of the stent strut was partially lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70% - 80% stenosed, 24x3.5mm, concentric and de novo target lesion with significant lesion bend >45 and <95 degrees was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 6f 3.5 non-bsc guide catheter was engaged in the rca coaxially. A non-bsc guidewire was then advanced and predilation was performed with a non-bsc balloon catheter, leaving 40% residual stenosis in the lesion. A 3.50x28mm promus element¿ plus drug-eluting stent was advanced however the device failed to track. When the device was removed, it was noted that the distal portion of the stent strut was partially lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.